Event description:
The MFR's rep reported that the pt was experiencing "mixed symptoms of overdose/withdrawal". The pt has a history of seizure disorder and has been on a steady dose of intrathecal baclofen at a rate of 1900 mcg/day "for sometime". The pt presented to the emergency room with a slight fever and vomiting. The hcp thought that the pt may have pneumonia. No report of volume discrepancies. A catheter dye study was attempted. But the hcp was unable to draw back on the catheter, so the study was not completed. The pt was admitted to the intensive care unit with shallow breathing and was then intubated. The pt was also experiencing increased spasticity and agitation. He was started on a propafol drip but was switched to ativan and began to quickly improve. The pt was diagnosed within 48 hours with a urinary tract infection which was the origin of septicimia; the hcp attributed the pt's symptomology to the septicemia not the drug. The pt was discharged to home; status improving. The family members declined any further device/catheter studies.